Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the pump battery would not hold charge resulting in a pump shutdown. The customer attempted to charge the pump to address the issue; however, the battery did not respond to charging attempts. The customer's blood glucose was 126-127 mg/dl. The customer reverted to alternate insulin therapy.